Manufacturer narrative:
Device was not evaluated because the site denied service as rebooting the system resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the image acquisition system (ias) would not fully boot. A manufacturer representative booted down both the ias and the mobile view station (mvs) without resolve. The manufacturer representative also tried booting the ias and mvs while disconnected without resolve. It was noted the pendant would flash about every 20 seconds. After a few reboots, the ias booted properly and was able to be used without further issue. This issue was noted outside of a procedure, and there was no patient involvement.